Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported urgent care visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) reached 525 mg/dl while wearing the pod between 4 and 24 hours on the arm. It should be known that patient was on vacation and admitted to bringing the "wrong vial" of insulin, therefore, unable to fill her pod to the prescribed volume. Subsequently, patient visited the an urgent care facility and was diagnosed with high bg, dehydration, and "slight" ketones. Treatment included 4 bags of fluids, humalog insulin (10 units), and a manual injection of phenegran anti-nausea medication. Patient was treated for a period of 4.5 hours.